Manufacturer narrative:
Reinstalled os and application software; system operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that x-ray generator failure during acquisition; system offline on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.